Manufacturer narrative:
The device was returned for evaluation. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Patient reported she went to the ER (emergency room) as blood glucose levels reached 345 mg/dl. Patient replaced the pod before going to the ER. Patient was diagnosed with early stage of dka. Patient was treated at hospital with IV of saline and zofran for nausea. Patient reported that the cannula was at a slight angle. Pod was worn approximately 12 hours. The patient's blood glucose and insulin history is as follows: (B)(6).